Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece measuring approximately .0730 x 0.265 was not returned and missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace had the teflon pad broke. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were confirmed to be no fragments that fell inside the patient. The patient had not returned with any post-surgical complication.